Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 18.6. Hardware: iphone14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device for longer than 48 hours. The patient's blood glucose levels rose to above 300 mg/dl, prompting the patient to remove the pod, at which time an infection was noted at the infusion site. The patient reported purulent drainage, irritation, and swelling at the infusion site. Additionally, the patient experienced loss of consciousness and dehydration. The patient presented to the emergency room on (B)(6) 2026, where they were evaluated and treated with antibiotics by a healthcare professional and discharged the same day. A new pod was subsequently applied.